Event description:
It was reported that the patient underwent a sling procedure in 2005. There were no intraoperative or immediate postoperative complications. The patient was discharged with a normal voiding pattern next day. Approx 3 months later, the patient developed a urinary tract infection of mild severity. The patient was treated with amoxicillin 250 mgs and the event resolved 6 days later. After 11 days, the patient again developed a urinary tract infection of mild severity. The patient was treated with amoxicillin 250 mgs and the event resolved after 37 days.